Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis and break in aseptic technique in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis. On the same day, the patient was hospitalized and began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, daily, ip). The cause of the peritonitis was due to a break in aseptic technique described as the patient made a mistake. At the time of this report, the patient was still hospitalized. Dianeal pd2 ultrabag therapy was ongoing. It was unknown whether the patient recovered or whether the patient was retrained in aseptic technique. The nurse stated that the event of peritonitis was unrelated to the dianeal pd2 ultrabag therapy and did not provide a causality statement for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.